Manufacturer narrative:
Please reference medwatch report number 1220908-2004-02353 which is a similar report from the customer with a different serial number.

Event description:
Complainant alleged that while attempting to cardiovert a pt (age & gender unknown) the device powered off/on when the "charge" button was pressed. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.